Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years and 2 months post-implant, it was reported that the patient experienced multiple pump stoppages over a 3 month period. The patient was asymptomatic during the events and the patient¿s system controllers were replaced by the hospital. X-rays and a percutaneous lead continuity test were performed with no evidence of a potential problem. The patient was reportedly doing fine without any alarms until another pump stoppage event occurred on (B)(6) 2015 while the patient was connected to a power module. The patient was admitted on (B)(6) 2015 and the hospital is planning a pump exchange.

Manufacturer narrative:
In addition to the explanted pump, the system controller was returned for evaluation. The report of alarms and pump stoppages was confirmed based on the evaluation of returned device. The pump was returned with the percutaneous lead (lead) cut approximately 8 inches from the pump housing and the severed portion was returned. Examination of the pump portion of the lead found breakdown of the braided shield approximately 3.5 inches from the pump housing. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found small breaches in the black and green wires 3.5 inches from the pump housing. The adjacent wires showed evidence of abrasion against the braided shield, but hipot testing in a saline bath did not reveal any additional insulation breaches. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The distal portion of the lead passed all inspections and testing. The returned system controller was evaluated and passed functional testing with no issues found. Review of the system controller log files confirmed the reported pump stoppage on (B)(6) 2015 at 3:10am lasting for approximately 3 seconds. Device history records for both the pump and controller were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a pump exchange was performed on (B)(6) 2015.

Manufacturer narrative:
The patient's age and weight were not reported. Approximate age of the device is 2 years and 2 months. The device remains implanted in the patient and once the pump exchange is completed, the manufacturer will attempt to acquire the pump for analysis.no further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.